Event description:
Spontaneous call from pt, cadd legacy pump (B)(4) is causing problems. It will not let her press prime button (she presses it out doesn't move forward). Pt was able to use back up pump. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.